Event description:
It was reported that there was noise on both the atrial and ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert (lia) was triggered. There was one patient alert for lead failure predictor on (B)(6) 2012.